Event description:
During the surgical procedure, a complete discectomy l4-l5 level was performed. During the step when sizing the l4-l5 level to a 10 and impacted a 10mm 15 degrees lordotic cage at the l4-5 level from nuvasive. In the process of impaction, the posterior portion of the cage fractured; 95 % of cage was retrieved and the decision was made that it would be unsafe to remove the cage and decision made to have the cage intact.